Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that they had a continuous issue of failed cubies, but able to recover. The field service engineer was able to resolve the issue by reseated all row board connection and cubies. Additionally, the t board was replaced because the customer reported that the previous field service engineer had reseated the cables without achieving a resolution. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer 4.1/4.2 was continuous storage failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.